Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06753133 that an ar-8943-23 lobster claw would not rachet. No patient was affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8943-23, serial/batch number (B)(6), was received for evaluation. Visual inspection revealed that the laser marks are faded, showing signs of wear and tear. Functional testing found that the screw holding the instrument together is loose. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Manufacturing year 2022.